Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that only 1 suture experienced suture breakage. Is that correct?

Event description:
It was reported that a patient underwent a lens retraction surgery on 04/04/2019 and suture was used. During the procedure, the surgeon opened the foil and observed that the suture was coiled and the coiled suture snapped at coiled area while taking 5th bite and also used the remaining suture that too snapped. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: -please confirm that only 1 suture experienced suture breakage. Is that correct?- yes.